Event description:
The user facility reported that the guidewire became caught in a catheter during an iliac repair procedure. Follow-up communication confirmed: the guidewire was being used in conjunction with a quickcross catheter when the wire became "stuck" and could not be removed; the physician removed the catheter and wire together from the patient; the original procedure was completed successfully; and there were no reported patient complications as a result of the event.

Manufacturer narrative:
(B)(6). Results: is based on evaluation of user facility information and the returned sample; is based upon evaluation of undamaged sections of the returned sample conclusion: is based upon evaluation of user facility information and the returned sample; is based upon evaluation of undamaged sections of the returned sample the involved device along with the quickcross catheter were returned and evaluated by qa at the manufacturing facility. Examination confirmed: the guidewire was confirmed to be stuck at approximately 80 - 178mm from the distal end of the catheter; upon removal of the guidewire, it was noted that the urethane coating had been peeled away from the core wire starting approximately 178-mm from the distal end; the coating was found to have been rolled back on itself in the distal direction exposing core wire; and inspection and measurement confirmed that none of the urethane coating had become completely detached. Inspection and testing of undamaged sections of the returned sample confirmed that there were no pre-existing defects or anomalies and product performance specifications were met. Although the cause for the reported event cannot be definitively determined, the event description and appearance of the returned sample are most consistent with damage to the guidewire coating due to manipulation against resistance during use. The functional diameter of the guidewire was increased due to the coating having been rolled back on itself, which then resulted in the guidewire becoming stuck in the lumen of the catheter. The device labeling does address the potential for such an event with statements in the warnings / precautions section of the instructions-for-use that inappropriate manipulation of the glidewire under certain conditions may result in "shearing of the glidewire advantage, destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "when using a drug or a device concurrently with the glidewire advantage, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire advantage." All currently available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).